Event description:
A report was received that the patient was experiencing pocket discomfort. It was also noted that the patient was hypersensitive and had shocking feelings with the stimulation off and on. The patient underwent a revision procedure wherein the ipg was relocated.